Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
We were notified that this patient was seen in clinic on (B)(6) 2019 after a fall. The physician determined that the rv lead had become partially dislodged. Patient was rescheduled for lead revision several times for unknown reasons. Lead was explanted and replaced on (B)(6) 2019.